Event description:
It was reported that during a pulmonary artery dilatation procedure, removal difficulties were encountered. The lesion was located in the pulmonary artery. Following advancement of another manufacturer's guidewire though the sheath, the physician noted under fluoroscopy that the wire had advanced out of the side of the sheath. The wire had advanced through a slit that appeared to be approximately 3 inches long from the distal end of the tip of the sheath. Subsequently, the physician attempted to pull the balloon back into the long sheath, but the balloon came out through the slit as well. The physician proceeded to pull everything out through the access sheath in the groin. "The physician was concerned that if she tried to pull the balloon back in the sheath one of the blades would detach from the balloon and embolize." Therefore, in the opinion of the physician, the slit in the long sheath was caused by the blade(s) of the cutting balloon during device insertion. No patient injuries or complications were reported. Patient status is listed as "no harm".